Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the otw voyager did not advance smoothly and the shaft got wrinkled when crossing through the lesion. There were also difficulties when inflating and deflating the balloon. Reportedly, there were no pt effects. No add'l event or pt info is available. This event is being reported based on lab analysis of the returned otw voyager, which revealed that there was a pinhole rupture of the balloon.